Event description:
Oxygen (o2) bubbler "prefilled humidifier" noted to be blocking oxygen flow at the exit nipple where cannulas/masks or other tubing is connected. This causes the devise to have increase internal pressure, spew water from the devise and could damage plastic with water leak as well. No patient or caregiver injury noted. We have been monitoring this situation for about a month and all defective devises have the same lot #23b615. Caregivers were asked to bring defective units to respiratory supervisor and we have collected 5-10 with the previously mentioned lot #. Manufacturer response for humidifier nebulizer kit, hudson rci (per site reporter). No response yet. Product distributed by medline, manufactured by teleflex medical hudson rci.